Event description:
It was reported that a user of the ilet experienced high blood glucose while using an inset 23" 6 mm infusion set, with persistent hyperglycemia since the prior day; the user had performed a supply change before contacting support but did not verify the cannula or tubing for kinks or occlusion, and the prior set was unavailable for evaluation. Symptoms included hyperglycemia. Outcomes included self-monitoring and continuation of therapy after a full supply change, without medical intervention or hospitalization. Investigation included remote troubleshooting and education regarding infusion set integrity and monitoring. Investigation of this case revealed that the cause of the high glucose was unclear, with a possible infusion set issue such as a bent cannula or flow interruption not confirmed due to lack of the prior set for assessment. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.